Event description:
It was reported that the package of this sterile oscillating blade is damaged. This was noted during receiving and inspection of the product by the distributor.

Manufacturer narrative:
Investigation findings: the product was received for evaluation. The evaluation confirmed a cut located along the length of the blister portion, resulting in compromise to the sterility of the product. The cause of this damage was unable to be determined. To date, there have been no other reports of this failure for this lot number. Conmed linvatec will continue to monitor this product for failures.